Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? If staples were deployed, what was the appearance of the staples in the tissue? (B-formation, irregular, legs straight)? Please explain. Was the staple line complete? Was the cut line complete? Was the device locked on tissue with the jaws closed? Was the reverse button used to attempt to open the jaws of the device? If yes, did the button function as designed? Did the manual override lever work at all? Please explain. Was the stapler cut from tissue? Was it necessary to open the patient to remove the device? Did the jaws eventually open? Please provide details. Please confirm the current patient status. Additional information was requested and the following was received: procedure vats wedge resection. (B)(6) 2020. Lot # t94e41 - pse45a. Lot# t40k3d - green 45mm reload. Stapler jammed . Not sure if it was the first firing. Will investigate further. Will send info as it is received.

Event description:
It was reported that during a vats wedge resection, the 45 powered echelon didn¿t function properly. It jammed and the emergency override didn¿t work. There were no patient consequences. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2020. D4: batch #t5dt5h. Investigation summary the analysis found that one psee45a device was returned with the anvil bent upwards, and with one gst45g cartridge loaded in the device. The cartridge reload was received fully fired with the cartridge deck damaged. The manual override door was noted to be out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. In addition, a sample of the batch is inspected at fgqa.